Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to leakage from the scope connector cover (s-cover) packing and biopsy channel. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material in the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that there was foreign material inside the jet tube. Due to wear on the scope cover the water tightness was lost, forceps elevator and upward/downward knob couldn't be locked securely. The grip had discoloration and was shaved. Air/water cylinder, suction cylinder, scope cover, control unit, knob, switch box, forceps elevator knob all had discoloration. Scope connector had a peeled label and deformed case. Due to damage on channel tube water tightness was lost. The plastic distal end cover, light guide lens, and bending section cover were all cracked. The adhesive around the light guide lens and objective lens was corroded. The universal cord had a wrinkle and coat peeling. Lastly, the connecting tube had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.